Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope introducer left black marks/traces on the white swab at service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.